Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller stated the actuator is beginning to sear the top of the actuator where the shoulder bolt attaches. The dealer stated the lift is in a facility. No injury or property damage reported.